Event description:
The user facility reported a 52-year-old male patient was implanted with an impella 5.5 as a bridge to transplant. It was reported that the automated impella controller (aic) displayed a purge disc not detected alarm following a purge cassette exchange. The aic was swapped to resolve the noted issue. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. Logs were reviewed and purge disc not detected alarm issues were confirmed. Multiple instances of purge disc not detected were found in the logs on the reported occurrence date. The console was tested. The issue with detecting the purge disc was confirmed, and the purge flag was discovered to be broken. The root cause of this issue was a broken purge disc flag. D.2 and d.6a revised from the initial submission in accordance with updated procedures.d.4 revised as previously entered incorrectly.